Event description:
The customer reported being hospitalized for high blood glucose of over 400 mg/dl. The customer stated that in the hospital was found the block feature was on. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.